Event description:
It was reported that the customer was admitted to the hospital with a blood glucose (bg) level of 550 mg/dl; cause was not known. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on august 6th with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended and no issues were found with the cartridge, insulin, or infusion set.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.